Event description:
As reported, during pacemaker procedure, the 150cm short angled aquatrack wire was inserted. After placement of lead wire and getting generator connected, while pulling the wire out, the hydrophilic coating on distal portion of the wire came off and remained in patient body. They had to use the other wire to retrieve remaining portion of the wire (hydrophillic coating). However, they could not take it out and case was finished, and no other procedure was required. There was no attempt to jail/ trap the wire with a stent to prevent migration. The team was worried about more harm to the patient. Patient is in stable condition. The product was stored properly according to the instructions for use. There was no damage noted to the product packaging upon inspection and prior to use. There was no difficulty removing the device from the packaging. The product was inspected prior to use and appeared to be normal. This occurred during a pacemaker case. Two packages and only one item (faulty wire) will be returned. The staff is unaware which lot# belongs to the faulty wire.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. E1 phone #: (B)(6) f3-5 phone #: (B)(6).

Event description:
As reported, during pacemaker procedure, the 150cm short angled aquatrack wire was inserted. After placement of lead wire and getting generator connected, while pulling the wire out, the hydrophilic coating on distal portion of the wire came off and remained in patient body. They had to use the other wire to retrieve remaining portion of the wire (hydrophillic coating). However, they could not take it out and case was finished, and no other procedure was required. There was no attempt to jail/ trap the wire with a stent to prevent migration. The team was worried about more harm to the patient. Patient is in stable condition. The product was stored properly according to the instructions for use. There was no damage noted to the product packaging upon inspection and prior to use. There was no difficulty removing the device from the packaging. The product was inspected prior to use and appeared to be normal. This occurred during a pacemaker case. Two packages and only one item (faulty wire) will be returned. The staff is unaware which lot# belongs to the faulty wire.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during pacemaker procedure, the 150cm short angled aquatrack wire was inserted. After placement of lead wire and getting generator connected, while pulling the wire out, the hydrophilic coating on distal portion of the wire came off and remained in patient body. They had to use the other wire to retrieve remaining portion of the wire (hydrophillic coating). However, they could not take it out and case was finished, and no other procedure was required. There was no attempt to jail/ trap the wire with a stent to prevent migration. The team was worried about more harm to the patient. Patient is in stable condition. The product was stored properly according to the instructions for use. There was no damage noted to the product packaging upon inspection and prior to use. There was no difficulty removing the device from the packaging. The product was inspected prior to use and appeared to be normal. This occurred during a pacemaker case. Two packages and only one item (faulty wire) will be returned. The staff is unaware which lot# belongs to the faulty wire.

Manufacturer narrative:
As reported, during a pacemaker procedure, the 150cm short angled aquatrack wire was inserted. After placement of the lead wire and getting generator connected, while pulling the wire out, the hydrophilic coating on distal portion of the wire came off and remained in patient body. They attempted to use the other wire to retrieve the remaining portion of the wire (hydrophillic coating). However, they could not take it out and the case was finished, and no other procedure was required. There was no attempt to jail/ trap the wire with a stent to prevent migration. The team was worried about more harm to the patient. Patient is in stable condition. The product was stored properly according to the instructions for use. There was no damage noted to the product packaging upon inspection and prior to use. There was no difficulty removing the device from the packaging. The product was inspected prior to use and appeared to be normal. This occurred during a pacemaker case. Two packages and only one item (faulty wire) will be returned. The staff is unaware which lot# belongs to the faulty wire. The product was received from cordis with a cordis certificate of decontamination using eto included in the packaging. Returned contents included a single aquatrack guidewire with bare metal exposed at the tip, a separate 4.5¿ piece of jacket material, and the label from the product packaging. A visual inspection was performed using a magnifying lamp 3x. Initial examination found that the product was mostly undamaged for the majority of the guidewire length, until approximately 4.5¿ from the formed distal tip. The jacket material shows a sharp angled slice on one side of the wire at the 4.5¿ point. Following a brief initial partial spiral, at the 2.5 inch point (from distal end) the material slice continues along one side of the wire, until it completely detaches at 1.5¿ from the distal tip. A review of the jacket material and the bare guidewire metal confirms the jacket material was well-adhered, prior to being exposed to an external influence that caused damage. A similar incident involving the detachment of jacket material from a guidewire during a procedure was reviewed for comparison. The product, along with the metallic needle used at the time of the event, was returned for analysis. Comparing images from both incidents revealed nearly identical slicing damage to the jacket. This suggests that the damage reported in the current event was likely caused by similar use with a metallic interface device. A product history record (phr) review of lot 82263521 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported customer event ¿coating-separated¿ was confirmed. The exact cause of these damages cannot be determined however, an interaction between the guidewire and a sharp instrument is a possible cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not manipulate or withdraw the guidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through the metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.